Event description:
On (B)(6), the surgeon tried to lower the pressure setting from 70 to 30mmhg under x-ray but it was not possible. Change to 110, 150, and 200 was possible. The valve was extracted on (B)(6) to find some deposits in the valve.

Manufacturer narrative:
This device won't be returned for eval. This is a reported case for sophysa's info only.